Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: adhesive on bending section cover or distal sheath rubber has a chip; nozzle has foreign objects; control section has foreign objects; scope connector case unit has foreign objects; scope connector has foreign objects; due to a pinhole on channel tube, water tightness is lost; distal end is deformed; distal end plastic cover has a burn; adhesive around light guide lens is peeled; objective lens has a crack; adhesive around objective lens is peeled; scope cover plate has peeling; switch3 has a scratch; switch1 has a scratch; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive on bending section cover or distal sheath rubber has white-clouded area; due to wear of angle wire, the play of up/down knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to a crack on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; connecting tube has a scratch; connecting tube has a wrinkle; electric connector has corrosion; protector of universal cord on scope connector side has a scratch; protector of universal cord on control section side has a scratch; universal cord has a wrinkle; and the grip is shaved; color ring has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, rubber peeling on curved part. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign matter came out from the nozzle, operation unit main unit had a foreign object, and connector section scope connector foreign object. This report is being submitted to capture the reportable malfunction found during evaluation.